Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified cephalic vein shunt. The 4.0 x 40, 40cm mustang balloon catheter was introduced but on the first inflation at 8 atmospheres for five seconds the balloon ruptured. The device was removed and the procedure completed with a 4x40mm mustang balloon inflated to 20 atmospheres. Good dilation was obtained so the procedure was completed.